Event description:
It was reported that, "the shape match cutting block broke while the surgeon was making his distal resection."

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.